Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench indicator. During evaluation, phsyio observed that the device displayed a premature low battery indicator. There was no patient use associated with the reported failure. Upon further evaluation of the device, physio observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.